Event description:
It was reported to philips that the device's battery is low. There was no patient involvement.

Manufacturer narrative:
Remote support from the customer care solution center was received, during which a quote was provided for diagnostic service. The defibrillation device failed to pass the self-test during daily self-test, and the battery was suspected to be damaged. The customer contacted a third party to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time.